Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "early or late postoperative, infection, and allergic reaction". The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2005. Subsequently, the patient was revised on (B)(6), 2010, due to a metal allergy. During the procedure, the taper adapter and stem were found to be coldwelded together, resulting in both needing to be removed. The modular head and acetabular cup were also removed and replaced.